Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set did not have insulin drops at the end of the tubing during use. The patient's blood glucose was reported to be at 196mg/dl. Troubleshooting determined that the infusion set tubing needed to be replaced. The tubing was replaced and insulin delivery was resumed. No permanent injury was reported.